Event description:
Consumer reported complaint for inaccurate dispense of the trueplus pen needles. Daughter is calling on behalf of the customer. Daughter was concerned the pen needles were not dispensing the correct amount of insulin. The package had not been open or damaged when received by the customer. The customer has been using the product for 3 weeks. The customer is using compatible product, and the pen needle is aligned properly. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Complaint was forwarded to supplier quality based on complaint's description for investigations. No product was returned to thi. Internal evaluation has been completed by the manufacturer. No abnormalities observed with retention samples. Most likely underlying root cause: (B)(6): use error caused or contributed to event note 1: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Note 2: manufacturer contacted customer in a follow-up call on 25-sep-2024 to ensure the customer¿s initial concern was resolved- the customer stated she did not receive the replacement product. Order was reshipped. Note 3: manufacturer made several attempts to contact customer to ensure the replacement product resolved the customer¿s initial concern- unable to establish contact with customer.